Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Catalog # 300629, lot # 1905243. It was reported that during use of the bd plastipak¿ 20ml syringe luer-lok¿ there was resistance on the piston triggering the syringe pump alarm system. Foreign complaint the following information was provided by the initial reporter, translated from french to english: the pressure exerted on the syringe (piston resistance) triggered the syringe pump alarm system. The nurses had this problem with a first syringe of lot number 1905243, then exchanged this syringe with another of the same lot number. When the alarm was triggered a second time, a syringe from another batch number was used. This time, there was no problem.

Event description:
Catalog # 300629, lot # 1905243. It was reported that during use of the bd plastipak¿ 20ml syringe luer-lok¿ there was resistance on the piston triggering the syringe pump alarm system. Foreign complaint the following information was provided by the initial reporter, translated from french to english: the pressure exerted on the syringe (piston resistance) triggered the syringe pump alarm system. The nurses had this problem with a first syringe of lot number 1905243, then exchanged this syringe with another of the same lot number. When the alarm was triggered a second time, a syringe from another batch number was used. This time, there was no problem.

Manufacturer narrative:
H.6. Investigation: twenty-three sealed samples were provided to our quality engineer for investigation. All product was visually inspected, no damage or molding defect was identified in any of the samples. A device history review was performed for reported lot 1905243, no deviations or non-conformances related to this issue were identified during the manufacturing process. Throughout the manufacturing process, force testing and silicone content tests are conducted for each lot. Both the results of the testing completed during manufacturing along with the tests conducted on the returned samples found the product to be within specification. Based on the available information we are not able to determine a root cause at this time.